Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, e1, h6.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: delamination, crease flat, broken. Leak test was performed and found delamination and broken diaphragm valve. A microscopic analysis was performed which identified delamination. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure."